Event description:
From staff: when the rn caring for infant was checking the lines, it was noted the medication tubing was wet. When going to hang an IV medication the rn hung new tubing. Upon shift change and nurse hand off the new tubing was also noted to be wet. Upon further investigation the tubing was noted to be leaking around the filter or possibly the filter being cracked, and packaging was saved to follow lot number (#14329474). The previous tubing was also retrieved and investigated to also be leaking around the filter. All tubing with similar lot numbers set aside on the unit until further evaluation of issue.